Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went to emergency room due to high blood glucose level of 400 mg/dl. Insulin pump had blank display. Customer had symptoms such as nausea, vomiting, abdominal pain, difficulty breathing, moderate to high urine ketones. Customer was assisted with troubleshoot and display did not return. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Insulin pump had pump error alarm. The insulin pump will be returned for analysis.